Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed white deposits on the posterior side of the lens. The lens was removed through an enlarged incision. The patient developed mild corneal edema following the procedure. In a follow-up, the surgeon reports outcome of event as "excellent".

Manufacturer narrative:
The device has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 03/05/2008 by mail and fax. A completed questionnaire has not been returned.